Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: in a literature research it is reported the fusion bolt migrated. The bolt was removed due to axial migration. The implant is not available for investigation. No further information was provided. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.